Manufacturer narrative:
The following other hip devices were also listed in this report: accolade tmzf hip stem #3; cat# 6020-0335; lot# 38145902; v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mkt7a2; trident hemispherical cluster hole shell; cat# 502-11-52e; lot# 38202701; 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mlaytp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain and a query if the reported device was part of a recall involving a trident liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The device was not part of a recall. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
This patient is experiencing pain in her right hip. She would like to know if her devices were subject to a recall.

Event description:
This patient is experiencing pain in her right hip. She would like to know if her devices were subject to a recall.